Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 100 ohms to 190 ohms. During a routine follow up appointment, lead integrity testing was completed, and 41 j synchronized shock was delivered. Shock impedance measurements decreased to 119 ohms, which the physician stated to be comfortable with. The lead remains implanted. No adverse patient effects were reported.